Event description:
As reported by distributor, during "percutaneous transluminal coronary angioplasty a 7.5mm long piece of the venous lying sheath teared up and stayed in the body of the pt. After end of the intervention, this piece had to be removed by surgery. Pt status ok." The event occurred in germany.